Event description:
It was reported that balloon rupture occurred. The target lesion was located in a highly calcified lesion mid diagonal artery. A 2.00mm x 15mm emerge¿ balloon catheter was selected and advanced to dilate the lesion. The device was successfully inflated 4 times with the following inflations: 12 atmospheres for 11seconds, 12 atmospheres for 11seconds, 16 atmospheres for 18seconds and 20 atmospheres for 30seconds. But on the fifth inflation, the balloon burst at unknown atmospheres. The procedure was completed with another of the same device. No patient complications were noted and patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the complaint device was inflated to 16 and 20 atm which is above the rated burst pressure. (B)(4).